Event description:
One endeavor stent was implanted in the mid rca. A ptca revascularization of the proximal and mid rca and was carried out the same day and 2 endeavor stents were implanted. One endeavor stent (2.75 x 18mm) was implanted at the proximal rca and one endeavor stent (2.75 x 14mm) was implanted at the mid rca. An mi is reported to have occurred the same day. Investigator assessed the event as a q-wave mi, location was inferior. Investigator has indicated that the target lesion was involved.

Manufacturer narrative:
(Required secondary intervention): eval: results: inherent risk of procedure (myocardial infarction, restenosis of the stented artery).